Event description:
The facility's biomed engineer reported an infusion pump with 500 failure code. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.